Event description:
Metallosis patient submitted medwatch mw5039865 stated: I had a birmingham hip resurfacing done in 2009. I developed a metallosis in 2013 that required a revision and bone required in 2013. I also lost muscle and had pelvic fractures from the removal of the hip.